Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned for analysis in good condition. The pump was visually inspected finding the dose cord insert connector pins jammed into the I/o connector; confirming the complaint. Based on the evidence, the root cause is consistent with user error.

Event description:
Information was received indicating that the bolus cord would not work on a smiths medical cadd-prizm® vip system. There were no adverse effects reported.